Manufacturer narrative:
The customer states the gp3 tele dept may have had a blank screen on the cns (central monitoring system). She cannot find any evidence of this. She checked the full disclosure and event logs. She also checked the other cnss in the area. She states a nurse may have seen a screen blank-out on a different device at the same time. The biomedical engineer witnessed no issue. Everything is working properly. The nursing staff cannot confirm this happened either. The biomedical engineer was called in by a nurse who may have walked by a device. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer states the gp3 tele dept may have had a blank screen on the cns (central monitoring system). She cannot find any evidence of this. She checked the full disclosure and event logs. She also checked the other cnss in the area. She states a nurse may have seen a screen blank-out on a different device at the same time.